Event description:
It was reported the subject device had no image. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: h2, h6, h11. Corrected fields: d4 - unique device identifier (UDI) #1, e1 - first name, e1 - last name, e1 - initial reporter establishment name, e1 - address 1, e1 - city, e1 - postal code, e1 - email, e1 - phone number, e2, e3 and g2. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.